Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: assisting surgeon was the surgeon that fired the stapler. Additional information requested and received: what were the indications for surgery? Patient had a kidney mass and was referred for surgery. Was this the first firing of device? Yes. On what structure were difficulties experienced? Renal artery and vein pedicles. Please explain what is meant by misfire. It was reported by the customer that the device only deployed half of the staples. Was the device difficult to close or fire? It was reported to be difficult to close. Please explain what is meant by ¿half of the staple line was formed¿. The customer reports that when they squeezed the firing handle it appeared to only have deployed half of the staples. Was it half proximal to distal or lateral to knife? Proximal to distal. Please describe staple form. They appeared to be properly formed. Were any clips used in vicinity prior to device firing? No. How was the issue attempted to be addressed intraoperatively? Other surgeons scrubbed in, however they could not find the source of the bleeding. Can a timeline of events be provided to include cause of death? They are not available at this time.

Event description:
It was reported that during a lap hand assisted nephrectomy, the surgeon reports that the stapler possibly misfired, and did not staple or cut but about half of the staple line was formed. There is no further information available about the event. It is unknown how the case was completed. There was patient consequences reported, the patient passed away.